Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review did not identify alarms or failures related to the reported problem. The f-49 alarm was identified during functional testing. The cause of the condition was determined to be a defective cpu and a swollen battery. To correct the condition, the cpu and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-49 (malfunction in real time clock: abnormal rtc data). No additional information is available.